Manufacturer narrative:
Pump received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. A test reservoir was installed and did not lock in place due to missing retainer.

Event description:
The customer reported via phone call that o ring was chipped. The customer¿s blood glucose level was unknown. The customer also reported that the customer has to push it back together for reservoir to stay in place. The insulin pump will be returned for analysis.